Manufacturer narrative:
System analysis/ service repair was performed on june 24, 2015. The replaced top cover was received at the manufacturer on july 07, 2015. Product evaluation: the top cover was evaluated by the supplier on february 10, 2016. The evaluation noted that reported issue of "error 302" could not be confirmed and no problem was found. Probable root cause: based on the analysis report, no problem was found therefore no probable root cause could be determined.

Manufacturer narrative:
The chiller was returned to manufacturer on july 16,2016. The top cover was returned to manufacturer and sent to supplier on july 28, 2015.

Event description:
Information as it was reported to ams indicates that before the procedure while the patient was already under anesthesia, the laser experienced fiber connection error for 2 fibers. Error 302 and ¿shut down safely¿ message later were displayed. It was noticed that some water was leaking from the bottom of the laser. The case was completed by the alternate procedure turp. Patient outcome "ok" was reported.

Manufacturer narrative:
The replaced chiller was returned to manufacturer on july 06, 2015 and not on july 16, 2016 per follow-up # 02.

Manufacturer narrative:
Product evaluation / service repair: the console was evaluated and repaired in the field on (B)(4) 2015. As reported information: (B)(4) ¿water leaking from bottom of the laser-card reader not reading cards¿. The reported error codes were verified and determined to be the result of a faulty chiller. The reported issue¿ card reader not reading card¿ was the result of a faulty top cover. The chiller module and top cover assembly were replaced. The console was tested and power and safety checks verified. The console meets manufacturer¿s specifications. Probable root cause: based on the field service report results the root cause was determined to be the chiller module and top cover assembly. . Chiller module and top cover assembly were returned to ams for evaluation on 7/6/2015.